Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed. A non-medtronic service provider rebooted the device with the same result.

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure confirmed. The sbc pcba was inserted into the test unit and caused the system to fail post. The system freezes at the 6 picture display. The system would not shut off. The pcba was removed and inspected for physical damages; no damages found.

Event description:
The single board computer (sbc) printed circuit board (pcb) for the ht70 ventilator was returned to medtronic's failure investigation laboratory . A visual inspection was performed and there was no physical damaged. The sbc pcb was inserted into a test unit and the reported condition of the screen freezing on the six picture display was confirmed. The root cause of the reported condition was due to software.